Event description:
Revision occurred approximately 10 weeks after the primary surgery, which occurred on (B)(6)2025. No fall or other trauma reported. Revision occurred due to infection at the implant site. 32 mm centered glenosphere and 32 mm + 3 humeral standard cup explanted. These parts were replaced with a centered 32 mm glenosphere and a 135/145 humeral standard cup.

Manufacturer narrative:
Revision occurred after 10 weeks due to infection at the implant site. No actual, implied, or suspect link to fx product.